Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be due to the gap in the capacitor wire receptacles being too wide, which caused the capacitor wires to come loose with vibration.

Event description:
The customer contacted physio-control to report that their device had indicated it's not ready for use. Upon evaluation, physio-control observed that the device's storage capacitor wire receptacles would come loose with vibration, which would result in the device not being able to deliver therapy, if it were necessary. There was no patient use associated with the reported event.